Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient cannot walk. The patient reported that he can feel pain shooting down in the left area right by the spine. It is sore there and the pain goes all the way down the leg. The patient shoots down his leg. He has tried everything for pain, including patches, pain medication, and a steroid shot but nothing has helped. The patient reported he was sore in the thigh area but in the femur area he cannot feel anything, it was like it was frozen. The patient said that because of this he cannot sleep right, it has been awful. The patient ha da c scan yesterday and it showed that the leads cannot be seen on the left side. The patient said he hopes the leads do not have to be redone. The patient also had an MRI yesterday. The patient has tried turning stimulation up (patient said stimulation used to be for one side but now he has device programmed for both) and he feels stimulation, but stimulation doesn't help with the pain and it seems like stimulation irritates the heck out of it. The patient was seeking a healthcare provider (hcp) to take him on to address the issue. The patient was redirected to follow-up with hcp to have the device checked. Physician listings were sent to the patient. No further complications were reported/anticipated.